Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 after the infusion set reportedly detached in the shower and was not reconnected for approximately eight hours; the user had not eaten and later completed a supply change with guidance. Symptoms included elevated blood glucose, with a highest cgm reading of 264 mg/dl and a confirmatory glucometer value of 205 mg/dl. Outcomes included no hospitalization and no device alarms. Investigation included customer interview and troubleshooting with education on proper reconnection and infusion set management. Investigation of this case revealed user disconnection from insulin delivery due to an infusion set issue, resulting in inadequate insulin administration until the set was replaced and insulin delivery resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set dislodgement leading to interruption of insulin delivery.